Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change while using the ilet insulin pump, with continuous glucose readings around 400 mg/dl and a confirmatory fingerstick of 432 mg/dl; the user reported announcing meals, no occlusion or dosing-stopped alerts, noted scar tissue at infusion sites, and had approximately 14 units remaining in the cartridge before being advised to perform a full supply change and move the infusion site. Symptoms included high blood glucose. Outcomes included customer education on troubleshooting and direction to change supplies and infusion site. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no device alarms, possible infusion site absorption issues due to reported scar tissue, and insufficient insulin volume remaining at the time of the report. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributory factors possibly related to infusion site and supply status. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.